Manufacturer narrative:
(B)(4). Investigation: this set was not received for investigation because it was discarded. The following additional information was received from a physician at this site: the lrs tubing was cut at the narrow end of the lrs chamber (at few mm from the narrow end). The cut was neat, and was linked to a pulled tubing. At the time it occurred, no blood was in the lrs chamber. There was blood in the channel. Root cause: based on the additional information received from a physician at this site and the early stage of the collection at which the failure occurred, the defect was likely related to the lrs chamber not being loaded correctly into the lrs bracket in the centrifuge during the run, as a portion of tubing was still attached to the narrow end of the lrs chamber (cut at the narrow end of the lrs chamber, at few mm from the narrow end). This defect is not likely related to an inadequate bond at this location. Conclusion: the lrs chamber separated from the tubing set, probably from a misload.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The lrs (leukocyte reduction system,) chamber was disconnected from the tubing set. No blood was in the lrs chamber, but there was blood in the channel. Cytapheresis stopped 30 seconds after starting and patient disconnected. No safety issue occurred, nor was alleged to be likely to occur.